Event description:
The customer reported that she jumped in the ocean while wearing the insulin pump and it's no longer functioning. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a corroded electronic assembly. The device had scratched screen, cracked battery tube threads and cracked reservoir tube lip.